Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that on (B)(6) 2010 the right ventricular lead exhibited oversensing. On (B)(6) 2010, ventricular noise was observed. The right ventricular sensitivity was adjusted but oversensing continued. The lead remained implanted.